Event description:
Per the audiologist, the patient was hit in the had in 2008. Since that incident the pt reports a "buzzling" (buzzing and bubbling sound mixed together) with the cochlear implant system. Exchanging the external equipment did not alleviate the problem. Results of an integrity test done on ten days later were consistent with normal receiver/stimulator function but showed some atypical waveforms. Review of the integrity test results on a week later, suggested electrode array damage. The pt is a bilateral recipient and is using a device in the contralateral ear. Explantation/reimplantation is recommended, but had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.